Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated creatinine (crem) result generated by the synchron lx20 pro clinical system. A sample was treated for crem and a result of 7.2mg/dl was obtained. The result was not reported out of the lab. The original sample was re-tested and repeated crem result of 1.1 mg/dl was reported out of the lab. The sample was re-tested on a different instrument in the customer's lab and crem result was 1.1mg/dl. Treatment was not initiated or withheld, as the erroneous result was not reported out of the lab.

Manufacturer narrative:
Qc was within acceptable ranges the morning of the event and after the event. Qc the next morning (2008) was out high, but passed within ranges upon repeat. A field service engineer (fse) was dispatched on the same day, and replaced the module. No additional information is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.